Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states the surgeon was inserting the stem on (B)(6) 2017 and the stem inserter kept getting caught up in the implant and was difficult to remove. It didn't extend the time of the surgery, but I will be sending the summit inserter back to the office to get it replaced.

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.